Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly during visual inspection. However, pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error 25, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 250 mg/dl. The customer reported that power loss alert and pump turning off after multiple attempts with new battery changes and new battery cap. The insulin pump will be returned for analysis.